Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected an atrial arrhythmia as ventricular fibrillation (vf) and delivered a max energy shock on the t-wave or possibly qrs complex. The shock resulted in induced vf which was not terminated with more than three max energy shocks. An external defibrillator was required to terminate the patient's vf. The patient was subsequently intubated and ventilated in the emergency department. No further information is available at this time. No additional adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
(B)(4). Additional information has been requested from the field. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating that no further intervention or testing was performed. The patient has since been discharged to home with no additional adverse effects. This system remains in service.